Event description:
A peritoneal dialysis (pd) patient reported having an ongoing infection in their stomach during a call to technical support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient had a previous peritonitis infection on (B)(6) 2021. It was reported the patient had a pd culture (obtained same day) that yielded growth of staphylococcus aureus. The patient was treated with unspecified antibiotics. Per the nurse, the patient recovered from the event, and does not have an active infection/peritonitis. Per the nurse, the cycler is working well and the patient has been able to complete treatment without any adverse effects. The nurse confirmed the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination during the pd exchange, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) patient reported having an ongoing infection in their stomach during a call to technical support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient had a previous peritonitis infection on (B)(6) 2021. It was reported the patient had a pd culture (obtained same day) that yielded growth of staphylococcus aureus. The patient was treated with unspecified antibiotics. Per the nurse, the patient recovered from the event, and does not have an active infection/peritonitis. Per the nurse, the cycler is working well and the patient has been able to complete treatment without any adverse effects. The nurse confirmed the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.